Manufacturer narrative:
This report is filed on april 28, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a possible magnet dislodgement during an MRI (tesla unknown). The patient's head was reportedly wrapped with compression bandage during the MRI. Clinical management of the patient is ongoing. The implanted device remains.